Manufacturer narrative:
This device was explanted and replaced due to elevated thresholds and gradual impedance rise. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of pacing impedance high within normal limits is a known inherent risk of the product. With the available information, boston scientific concluded the clinical observation of pacing impedance high within normal limits is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable pacemaker alerted for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. There was no loss of capture (loc) observed. There has been an increase in threshold greater than 3v (volts) observed with the most recent pacing output measurement at 5v at 0.4ms (milliseconds). Further review in-clinic was recommended for reassessing the right ventricular (rv) lead threshold and programmed parameters. Received additional information the patient was seen in clinic for right ventricular automatic threshold detected as greater than programmed amplitude or suspended due to low evoked response. The device interrogation found the rv threshold at 3.2v at 0.4ms bipolar. The physician discussed lead observations and provided options for the patient to have the device explanted or programming adjusted and to monitor. The patient elected to have the device programmed to 3.5v at 1.0ms unipolar pacing and bipolar sensing and will be followed on a schedule to obtain trending. Received additional information the rv pacing lead impedance trend shows a gradual increase over the past six months from 471 ohms to 673 ohms, all measurements within range. The rv sensing is stable and stored electrograms (egms) show normal device operation. At this time the device and lead remain in service. No adverse patient effects were reported. Received additional information the rv pacing lead impedance continues to increase to 915 ohms along with the pacing threshold measurements. Technical services (ts) was consulted due to the ongoing issue and the fluctuation of impedance measurements earlier in the year. At this time the lead and device remain in service. No adverse patient effects were reported. Received additional information from ts providing troubleshooting suggestions and recommended further evaluation with the lead. At this time the lead and device remain in service. No adverse patient effects were reported. Received additional information the intrinsic amplitude is out of range on the rv lead. The stored electrograms (egms) show appropriate r wave sensing observed. The rv lead impedance continues to trend upwards at 1131 ohms. The intrinsic amplitude alert will not retrigger until the device is interrogated with a programmer. At this time, the lead and device remain in service. No adverse patient effects were reported. Received additional information the rv pacing lead impedance continues to gradually increase along with the pacing threshold measurements. The current pacing impedance is 1500 ohms (within range), and the threshold measurement is ranging from 4.5v at 1.5ms to 6v at 1ms. The output was increased to 6v at 1.5ms with unipolar configuration. It was noted the physician is aware of a possible lead issue and contacted ts for programming recommendations. At this time the lead and device remain in service. No adverse patient effects were reported. Additional information received advised this implantable pacemaker was explanted and the rv lead was capped and surgically left in-situ due to elevated thresholds and gradual impedance rise. The device and lead were replaced successful with no patient complications. A new lead was positioned to a conduction system pacing location with a satisfactory electrophysical result being achieved with acceptable lead measurements. This explanted device is not expected to return for analysis. Outside of the revision, there were no adverse patient effects and the patient fully recovered without complication.